Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Medical records were reviewed for MDR reportability. Revision surgical report noted metal debris, metal reaction and tannish fluid. Unknown asr cup and head are being reported.

Manufacturer narrative:
Medical records received. Medical records were reviewed for MDR reportability. Revision surgical report noted metal debris, metal reaction and tannish fluid. Unknown asr cup and head are being reported. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update aug 28, 2017: litigation records received. In addition to what was previously reported, litigation alleges elevated blood metal levels, swelling, pain, impeded ability to move and performing adl, and metallosis. Added unknown stem and sleeve due to the alleged elevated metal levels. Added complainant information.this complaint was updated on: sep 4, 2017.